Manufacturer narrative:
One used list #142730490 plum burette set attached to an intravenous bag was returned by the customer for complaint investigation. As received, the clave on the burette was partially separated from the port. The semi-rigid male adaptor of the clave was beginning to break. The deformation on the area was at a slight angle. The set was leak tested per specification. A leak was observed from the partially separated clave area, and no additional leakage was observed. The complaint of clave above burette breakage and subsequent leakage can be confirmed. The probable cause is due to unintentional bending forces applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact information: (B)(6).

Event description:
The complaint/event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. Leakage on the set and breakage on the clave above the burette was reported at the beginning of an infusion of normal saline. No additional defects were noted on the device. There was no spillage and there was no drug exposure to patient or staff. The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was no reported human harm associated with this complaint/event.